Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative tightened the dovetail. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported a loose dove tail on the aberrometer. There was no patient harm or unexpected outcomes; the piece didn't seem to fit as tightly as it should.